Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the affiliate that the surgeon had the feeling from the very beginning that even only closing the ax55g device was harder to do than usual. After firing the device, the staples manually and luckily the physician was able to perform a new staple line close to the first one. A tiny piece of the inside of the instrument handle was broken and fell into the abdomen. It was retrieved and is being sent back along with the device for analysis. Another device was used to complete the case.